Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that electrodes 5 and 8 ¿ 15 had high impedances of over 20,000 ohms. The manufacturer representative attempted to charge the reference electrode and increase the voltage, but the electrode impedances remained out of range. The cause of the high impedances was unknown. The manufacturer representative was able to program around the affected contacts and the patient achieved coverage of the painful areas. No symptoms or complications were reported.